Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unspecified mentor saline breast prosthesis, catalog number and lot number both unknown. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with unspecified mentor saline breast prostheses when the right prosthesis deflated after implantation. In addition, there was displacement of the left breast prosthesis. As a result, the patient underwent bilateral explantation on (B)(6) 2018. This medwatch report is for the right breast prosthesis.